Manufacturer narrative:
Upon further review of investigation, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that biomed stated that they received error 80 (non-recoverable system error) during calibration. Expected was 28 actual was 17. Biomed checked the arctic sun device and confirmed it was not overfilled. Failed heater system hours was 5114 pump hours was 4630. Per sample evaluation results on 11sep2023, it was reported that the flow meter propeller frozen. The l-tube & double l-tubing appears distended/expanded. Performed 2000 preventive maintenance service on the unit.

Event description:
It was reported that biomed stated that they received error 80 (non-recoverable system error) during calibration. Expected was 28 actual was 17. Biomed checked the arctic sun device and confirmed it was not overfilled. Failed heater system hours was 5114 pump hours was 4630. Per sample evaluation results on (B)(6) 2023, it was reported that the flow meter propeller frozen. The l-tube & double l-tubing appears distended/expanded. Performed 2000 preventive maintenance service on the unit.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.